Manufacturer narrative:
The angioguard embolic protection device was added to the complaint file. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00243 and #1016427-2012-00036.

Manufacturer narrative:
The patient was symptomatic for the index procedure. The ostial rica target lesion was reported to be; an 85 % stenosis, 30 mm. Length, absent of thrombus, 6.5 mm. Reference diameter, moderately calcified, severely tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 5%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes received 4/17/2012 disagree with the previous diagnosis that the neurological events experienced by the patient during the index procedure and determined to be a tia was in fact a cerebrovascular accident. The site originally reported that the patient had full recovery in <24 hours, however, per the adjudication minutes, the patient was still experiencing slight residuals 3 days later (but with full recovery apparent at the 30 day follow-up). As such, to better reflect the adjudication determination the current code of tia will be removed and cerebrovascular accident will be added as a reportable complaint. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. An 8 mm angioguard embolic protection device was used during the procedure. During post-dilation of the stent, the patient was reported to have experienced a neurological deficit/adverse event (ae) of tia characterized by left hemiparesis. The event was not treated and was reported to be resolved fully with no deficit in greater than twenty-four hours after the procedure. The patient was discharged two days after the index procedure. (B)(4): the device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15312476 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15312476. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00243 and #1016427-2012-00036.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. An 8 mm angioguard embolic protection device was used during the procedure. During post-dilation of the stent, the patient was reported to have experienced a neurological deficit/adverse event (ae) of transient ischemic attack (tia) characterized by left hemiparesis. The event was not treated and was reported to be resolved fully with no deficit in greater than twenty-four hours after the procedure. The patient was discharged two days after the index procedure. Addendum: the adjudication minutes received disagree with the previous diagnosis that the neurological events experienced by the patient during the index procedure and determined to be a tia was in fact a cerebrovascular accident (cva). The site originally reported that the patient had full recovery in less than twenty-four hours (<24 hours), however, per (B)(6) minutes the patient was still experiencing slight residuals three days later (but with full recovery apparent at the thirty day follow-up).